Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was a high pacing impedance noted on the right ventricular lead. The pacemaker was explanted and replaced to address this, as well as because the pacemaker had reached elective replacement indicator battery depletion.

Event description:
Additional information - it was reported that it was a chronic threshold, and it was noted by the physician at the time of generator replacement for routine battery depletion that the patient had higher than normal thresholds. There were no patient consequences noted.

Manufacturer narrative:
Correction / additional information - b1 (only product problem should be checked), b2 (no boxes should be checked), b5, h1.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Correction - it was reported that there was a high pacing threshold noted on the right ventricular lead. In previous report, high pacing impedance was incorrectly written but there were no allegations of high pacing impedance, only high pacing threshold.